Manufacturer narrative:
Upon receipt at our post market quality assurance, laboratory visual inspection noted that the guidewire was fully inserted in the lead. Visual inspection noted cuts in the lead, but no signs of blood fluid in the lead lumen. Detailed analysis noted that the guidewire was able to be removed from the lead with slight resistance due to deformation in the lead 73.5 cm from the terminal pin. Laboratory analysis could not confirm the reported allegation, and it was noted that the deformation noted in the lead coils was induced in the field.

Event description:
Boston scientific received information that it was not possible to implant this lead as the stylet got stuck within the lead during the implant. The lead was returned for analysis. No adverse patient effects were reported.